Event description:
The facility representative contacted baxter to report a colleague infusion pump that had a false upstream occlusion. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). The user interface module master software version provided in the follow-up medwatch report is inaccurate. The accurate user interface module master software version is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). A trend review has been performed and there have been similar reports made. Baxter will continue complaints with this reported condition.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and duplicated. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Additional: a service history review revealed that this device was not previously serviced for the reported condition. The user interface module master software version is 5.09.90, categorized as remediated.